Event description:
Dl-l cath placed in svc - confirmed by x-ray. IV rn attempted to remove guidewire, met with resistance leak noted within 1cm. Proximal to y junction.. Entire cath removed intact, another PICC replaced without difficulty.